Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A contralateral approach was performed. A sheath was placed, and attempts were made to cross the superficial femoral artery chronic total occlusion (sfa cto) lesion using a microcatheter and various guidewire; however, due to heavy calcification, several guidewires were replaced, and crossing was achieved using a jupiter dp60 guidewire. After replacing to a jupiter fc, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 14 atmospheres, the balloon ruptured. The device was removed without a problem and no damage observed. The rupture was found around the middle in the shape of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
C2/d10 - concomitant product/therapy: balloon catheter: coyote es otw 1.5, coyote esmr 2-20.